Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen was dim/fading. The reporter alleged that the display screen was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2013 with the following findings:.observed the text on the display screen was dim/faded and discolored and difficult to read. The contrast setting was at the maximum setting of '10'. Replaced the faded display with a test display. The test display was fully functional and fully illuminated with no visible signs of fading or discoloration of text. Unrelated to the original complaint, the battery compartment was cracked below the finger pad extending down to the primary seal. There was no evidence of moisture damage in battery compartment.